Event description:
User received questionable results for multiple tests on the cobas 6000 c501 analyzer. The event involved thirty two patient samples. Nine patient samples were discrepant for alanine transaminase (alt) and aspartate transaminase (ast). The samples were repeated on an integra 400 analyzer (i400), at the site. Patient sample 1, the initial ast result gave 7.4 u/l. The user reported outside the laboratory an ast result of 7.0 u/l for this patient sample. The sample was repeated on (B)(6) 2010 giving 13 u/l. The user amended the initial ast result reported with the repeat ast result of 13 u/l for this patient sample. Patient samples 2 through 9 were repeated on (B)(6) 2010. Patient sample 2, the initial ast result gave 22.6 u/l. The user reported outside the laboratory an ast result of 23 u/l for this patient sample. The sample was repeated giving 15 u/l. The user did not amend the initial ast result reported for this patient sample. Patient sample 3, the initial ast result gave 13.8 u/l. This result was accompanied by a data flag. The user reported outside the laboratory an ast result of 14 u/l for this patient sample. The sample was repeated on this c501 analyzer giving 54.5 u/l. The sample was additionally repeated on the i400 analyzer giving 23 u/l. The user did not amend the initial ast result reported for this patient sample. Patient sample 4, the initial alt result gave 12.9 u/l. The user reported outside the laboratory an alt result of 13 u/l for this sample. The sample was repeated giving 34 u/l. The user amended the initial alt result reported with the repeat alt result of 34 u/l, for this patient sample. Patient sample 5, the initial alt result gave 34.7 u/l. This result was accompanied by a data flag. The user reported outside the laboratory an alt result of 35 u/l for this sample. The sample was repeated on this c501 analyzer giving 48.4 u/l. The sample was additionally repeated on the i400 analyzer giving 25 u/l. The user amended the initial alt result reported with the repeat alt result of 25 u/l for this patient sample. Patient sample 6, the initial ast result gave 53.4 u/l. This result was accompanied by a data flag. The user reported outside the laboratory an ast result of 53 u/l for this sample. The sample was repeated on this c501 analyzer giving 67.5 u/l. The sample was additionally repeated on the i400 analyzer giving 38 u/l. The user amended the initial ast result reported with the repeat ast result of 38 u/l. Patient sample 7, the initial ast result gave 25.1 u/l. The user reported outside the laboratory an ast result of 25 u/l for this sample. The sample was repeated giving 15 u/l. The user did not amend the initial ast result reported for this patient sample. Patient sample 8, the initial results for alt and ast gave 23.1 and 18.8 u/l respectively. Both the initial alt and ast results were accompanied by data flags. The user reported outside the laboratory an alt result of 23 u/l and ast result of 19 u/l for this patient sample. The sample was repeated on this c501 analyzer giving an alt result of 47.6 u/l and an ast result of 44.9 u/l. The sample was additionally repeated on the i400 giving an alt result of 20 u/l and an ast result of 19 u/l. The user did not amend the initial alt and ast results reported for this patient sample. Patient sample 9, the initial alt result gave 17.6 u/l. This result was accompanied by a data flag. The user reported outside the laboratory an alt result of 18 u/l. The sample was repeated on this c501 analyzer giving 38.3 u/l. The sample was additionally repeated on the i400 analyzer giving 11 u/l. The user did not amend the initial alt result reported for this patient sample. User said no patient's adversely affected at this time. No adverse events have been alleged regarding these discrepancies. The alt reagent lot number was 62556801. The ast reagent lot number was 62609701. The field service representative (fsr) determined the absorbance halogen lamp as the cause. The customer replaced the lamp. The fsr ran mechanical and performance tests to verify analyzer performance.